Manufacturer narrative:
This report is based on information provided by philips remote service engineer and has been investigated by the philips complaint handling team. Diagnostics determined the device was required for repair and the remote service was provided. The reported complaint was confirmed as the cable is broken. The front enclosure assembly was replaced resolving the customer¿s complaint. Based on the information available and the testing conducted, the cause of the reported problem was a damaged cable on the front enclosure assembly. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. H3 other text : remote service was provided.

Event description:
It was reported that, on morning kit change, a cable was found frayed. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that, on morning kit change, a cable was found frayed. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. Found today.